Manufacturer narrative:
Sample received by manufacturer, but investigation is incomplete at time of this report.

Event description:
The event is reported as: complaint description: the y-connector is slipping off the endo brochial tube intraop during surgery. No pt injury reported.